Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device is having sound issue. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not identified as the reported issue did not reproduce when philips service personnel checked the device at customer site. The device was operational as per manufacturers specifications. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.